Manufacturer narrative:
All buttons function properly. However, insulin pump had moisture damage was noted on keypad traces. Insulin pump had moisture damage noted on electronic assembly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had unresponsive keypad and had moisture/ fluid damaged. Customer's blood glucose was 144 mg/dl. Customer stated he jumped into the pool with the insulin pump. Customer stated that there was fluid under the liquid crystal display and crack on the body of the insulin pump. . Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.